Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a ruby coil, the pusher wire of the ruby coil became kinked prior to insertion into the microcatheter. The damage to the ruby coil occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using additional ruby coils.